Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the bending rubber section was punctured and the bending rubber glue was cracked and peeling. A cotton test was performed and the cotton was observed to be catching on the bending section. The crack on the bending section can be attributed to excessive force and stress applied at the bending section when it was at an extreme angle. This type of bending section damage is most likely related to the operator's technique. The instruction manual states, " never insert, withdraw, or rotate the endoscope's insertion with excessive force or while an optimum field of view cannot be obtained. Patient injury, bleeding, and/or perforation may result. If it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation." The device was purchased on (B)(6) 2013 and was last refurbished on (B)(4) 2014. The device was repaired and returned to the user facility.

Event description:
Olympus was informed that a female patient who experienced a respiratory failure due to stroke underwent a tracheotomy, esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy tube placement and partial bronchoscopy procedures. The device was introduced via the tracheotomy site. It was reported that during the procedure, the device got caught in the patient's throat; however, there is no report of bleeding. It is unknown how the device was removed. In addition, the intended procedure was aborted due to device malfunction. Accordingly, the patient remains in the hospital and has not yet been discharged because the patient has a complex history and difficulty being weaned off of the ventilator. It was stated that the device is not a contributor to an extended hospitalization. No additional information was provided.